Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a flow rate issue (underinfusion) during patient infusion; solution remained in the device which was connected to a single lumen non-baxter catheter. The device had been filled with piperacillin/tazobactam 18000mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.